Event description:
Allegedly the component broke and the patient has pain. Possible non-union.

Manufacturer narrative:
Conclusion: no conclusion can be drawn.complaint reviewed and analysis showed no trend for (B)(4) lot no: 0501131220. Device history record reviewed. X-rays provided.

Manufacturer narrative:
Investigation is not complete. Trends will be evauated. The event code is addressed in the package insert. Although several attempts have been made, no medwatch 3500a has been received from the user facility. This report will be updated when the investigation is complete.